Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen on the insulin pump has scratches and he cannot read the display. Customer stated he works in outside construction and dust has rubbed on it and has the screen to be hazy. Blood glucose value is 218 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd display window. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.